Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a chronic totally occluded proximal to mid left anterior descending (lad) artery with a difficult angle lesion. A 3.0 x 28 mm implant was deployed in the mid lad. A 3.5 x 28 mm implant delivery system was being advanced to the proximal lad when it could not cross the difficult angle and the proximal shaft separated. As it was the proximal shaft that separated, the device was easily removed from the anatomy. A 3.5 x 33 mm xience xpedition stent was success implanted in the proximal lad to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional testing were performed on the returned device. The reported difficulties shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.